Event description:
Philips received a complaint on the v60 ventilator indicating that the device was loose on the stand. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had been attempting to mount the ventilator on the universal stand but were unable to tighten the device securely. The customer could not see any evidence of damage and requested onsite service by a field service engineer (fse). Upon arrival at the customer site, the fse found that the customer had initially provided the wrong serial number, so an additional onsite service case needed to be opened with the correct device. On 06nov2025, the fse returned to the customer site and re-confirmed the central processing unit (cpu) tray was damaged. The fse replaced the cpu tray and confirmed that the device could now be secured to the stand as intended. The fse completed a performance verification test (pvt) following the part replacement, which the device passed. The device was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.